Manufacturer narrative:
Unit passed displacement test, self-test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, power graph shows unexpected battery power loss at different periods of time, problem isolated to electronic assemblies. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information indicated by medtronic that the insulin pump had a replace battery alarm. Customer stated that the insulin pump received a low battery alert prior replace battery alert or replace battery now alarm. Customer stated that this was the second occurrence of the replace battery alert or replace battery now alarm in less than 8 hours after low battery warning alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.